Event description:
Baxter reports an incomplete prime of the pt line of the homechoice set used on this homechoice machine. The home pt reports the line has never primed since rec'd the homechoice machine 2 weeks ago. A machine swap was requested and the pt reports no further difficulties with prime. No pt injury or medical intervention reported per baxter affiliate.